Manufacturer narrative:
Zimvie complaint number (B)(4). B3: date of event unknown / not provided d1: brand name unknown / not provided. D4: catalog # unknown / not provided. D4: lot/serial # unknown / not provided. D4: device expiration date unknown / not provided. D4: device UDI number unknown / not provided. G4: PMA/510(k) number unknown / not provided h4: device manufacturer date unknown / not provided.

Event description:
It was reported that the implant at tooth site #30 was removed due to bone loss. Crestal bone loss.